Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end and bent in multiple locations along the polymer section. The distal detachment tip (ddt) was fractured off of the pusher assembly and the embolization coil was detached the pusher assembly. Conclusions: evaluation of the returned devices revealed the first ruby coil had the ddt fractured off of the pusher assembly and the embolization coil was detached. This damage likely occurred due to forceful manipulation of the ruby coil during advancement or retraction within a microcatheter. Fracture of the ddt typically causes detachment of the embolization coil. Further evaluation of the first ruby coil revealed the pusher assembly was fractured and bent. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second ruby coil revealed that there was no visible damage and the ruby coil could be fully advanced and retracted through its introducer sheath without issue. Therefore, the root cause of the inability to advance the ruby coil through its introducer sheath could not be determined. The first ruby coil¿s introducer sheath, as well as the non-penumbra catheter mentioned in the complaint, were not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being advanced through another manufacturer's microcatheter, it unintentionally detached inside the microcatheter and was therefore, removed. It was also reported that while the physician was attempting to advance another ruby coil through the microcatheter, the coil was unable to advance out of its introducer sheath. The ruby coil was removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.